Event description:
The patient had surgery earlier this year, and a ventricular peritoneal shunt was inserted on the left side. Just over a month later, pt returned to surgery for removal of that shunt due to infection. Cultures of catheter and csf fluid sent. Pt has history of brain tumor and hydrocephalus.